Event description:
It was additionally reported that the device in question was physically on a patient providing veno-venous extracorporeal membrane oxygenation (vv ECMO) support at the time of the incident. No harm was noted with regards to the patient at the time of the incident. The affected console was switched out to a backup console uneventfully.

Manufacturer narrative:
Section d4: corrected catalog number manufacturer's investigation conclusion: the reported event of s3 alarms on the centrimag 2nd generation primary console was able to be confirmed. The centrimag 2nd generation primary console (serial number: (B)(6) was returned for analysis, and a log file was downloaded for review. A review of the downloaded log files showed events spanning approximately 4 days (12jan2024 ¿ 13jan2024, 16jan2024 ¿ 17jan2024, 29feb2024 per timestamp). Events captured on 29feb2024 took place at abbott. An s3 alarm with an sf_sps_fan_speed sub-fault was active on (B)(6) 2024 at 21:19 ¿ 21:20, (B)(6) 2024 at 04:00 ¿ 04:01, and intermittently on (B)(6) 2024 from 00:55 ¿ 05:15. The motor was not connected on (B)(6) 2024. The console was shut down on (B)(6) 2024 at 05:40. There were no other notable alarms active in the log file. Pump operation was not affected. The console was returned for analysis and was evaluated and tested. The console was powered on and an s3 alarm was active. The console was opened, and large amounts of dust was observed in the console. The console was powered on again and dust accumulation on the fan prevented the fan from spinning resulting in an s3 alarm. Multiple inquires for purchase orders were sent; however, the customer did not respond. The console was returned to the customer unrepaired. The root cause of the reported event was conclusively determined to be caused by dust buildup on the console fan, preventing the fan from spinning. The device history records for the centrimag 2nd gen. Primary console (serial number:(B)(6) were reviewed and was found to pass all manufacturing and qa specifications before being shipped to the customer. The 2nd generation centrimag system operating manual (rev. M) section 4 entitled "warnings & precautions" warns "one additional 2nd generation centrimag primary console, motor and flow probe are required as backup system in the immediate vicinity of each patient whenever the centrimag or pedivas blood pump is used. The backup console must be connected to the backup motor and to the backup flow probe, have a battery charge sufficient for at least one hour of operation, be connected to ac power (except during transport) and be immediately available should the main console, motor or flow probe experience a malfunction." The 2nd generation centrimag system operating manual (rev. M) section 10 entitled "emergency and troubleshooting" states that "the recommended practice whenever there is a 2nd generation centrimag primary console or motor malfunction is to replace the console and motor as a set. Remove the blood pump from the malfunctioning motor and console and place the blood pump in the backup motor and console to continue patient support. Do not exchange individual motors or individual consoles during patient support." The 2nd generation centrimag system operating manual (rev. M) table 16 entitled ¿console alarms & alerts¿ addresses how to interpret and troubleshoot all system alarms including s3 alarms. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that a centrimag console showed error code s3 multiple times and was sent in for service.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was additionally reported that the only troubleshooting that was performed was to ensure all cables and connections were appropriately and securely connected. The ¿s3¿ alert, per the centrimag alarm reference section of the instructions for use (IFU) did not offer anything in the way of what could cause such an alert, so troubleshooting was minimal when there was no noted area of concern to direct staff to more appropriate troubleshooting. The alarm was able to be cleared, but returned, and as recommended on the centrimag alarm reference card, the console was urgently exchanged to a backup console unit. Following the console exchange, the alarm did not occur again with the secondary console. The device was returned to abbott via the sites medical engineering team and had since been returned to the site. Additionally, the reporter was informed that abbott did not perform any corrective service on the affected console, but rather, the console was returned to tufts medical center medical engineering with a recommendation that the unit be cleaned as there was an excess of dust accumulation that was causing some overheating of the console unit and thereby causing the ¿s3¿ alert.